Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device evaluated by manufacturer: awaiting confirmation if device is available for return.

Event description:
It was reported via medwatch (B)(4) that during a surgical procedure, the tip of the bur broke and was retrieved by the surgeon. It was also reported that there were no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully using a back-up device.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device not returned.

Event description:
It was reported via medwatch (B)(4) that during a surgical procedure, the tip of the bur broke and was retrieved by the surgeon. It was also reported that there were no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully using a back-up device.